Event description:
The customer's mother reported via phone call that they had a unexpected restart alarm, signal too low alarm and displayable history check failed on startup alarm on the insulin pump. Customer's blood glucose was over 300 mg/dl. The insulin pump also passed a self-test during troubleshooting. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.